Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon evaluation, the j2 tab inside the front therapy electrode was not properly soldered. The cause of the non-functional therapy electrode is the improperly soldered j2 component. The root cause of the improper solder is a manufacturing error. A corrective action has been initiated. No adverse event resulted from the poor solder connection.

Event description:
A us distributor returned an electrode belt sn (B)(4) indicating that the therapy electrodes were non-functional.